Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized two days prior to death. It was reported that therapy was ongoing at the time the patient passed away but therapy being performed was not. With a homechoice (hc) device or with baxter solution(s) at the time of death. On unreported date(s), the patient was treated with placement of a permacath and an unspecified antibiotic (medication, dosage, route, frequency, and duration not reported) for an infection. One day prior to passing away, the patient was treated with hemodialysis. The cause of death was unknown and it was not reported if an autopsy was performed. On an unreported date, the patient had been changed from pd therapy to hemodialysis. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.